Event description:
It was reported that during a therapeutic ureteroscopy and stent placement there was difficulty advancing this access sheath into the ureter, resulting in a perforation of the distal ureter. The stent was successfully placed.